Manufacturer narrative:
Medical device brand name: unspecified bd vacutainer® ppt¿ plasma preparation tube k2e (edta) 9.0 mg. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed ] and the franklin lakes FDA registration number has been used for the manufacture report number. H.6 evaluation. Additionally, we were unable to determine the specific catalog or lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends.

Event description:
It was reported that while using an unspecified amount of unspecified bd vacutainer® ppt¿ plasma preparation tube k2e (edta) 9.0 mg  the plasma did not freeze. The following information was provided by the initial reporter: several edta plasma samples obtained from your corresponding bd vacutainer tubes. The plasma then did not freeze, even if it had been stored overnight in the freezer at -16/-18° - I.